Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not hold a charge or charge when connected to a power source. It was also reported that the pump battery gauge later "jumped" from 75% to 100% battery life. Customer reported a blood glucose level of 200 (mg/dl) and indicated a bolus would be delivered. It was indicated that the current pump would be used for diabetes management until the replacement pump is received.